Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was too many patients on the list. The technical support specialist guided to make changes on 0067a-em-ER so that it will discharges some of 999 patients. Also attached a guide on "how to look for patients globally in case" to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the patients details are not coming up on using patient search field. The customer stated that this malfunction occurred when user trying to issue medication to patient and that caused a delay. There were no adverse events or injuries reported based on this incident.